Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed a keloid over the abutment.the keloid was excised on (B)(6), 2012, and the 5.5mm abutment exchanged for an 8.5mm abutment.